Manufacturer narrative:
In the initial MDR, the second to fifth line should have been: "the initial result using the assay's urine parameter is 1.16 mmol/l. The first repeat result using the assay's urine parameter is 66.08 mmol/l. The second result using the assay's serum parameter is 66.76 mmol/l. The third repeat result using 'decrease mode' was 71.26 mmol/l." Instead of: "the initial result using the assay's urine parameter is 1.16 mmol/l. The repeat result using the assay's urine parameter is 66.08 mmol/l. The reporter also submitted a repeat result of 71.26 mmol/l. The repeat result using the assay's blood parameter is 66.76 mmol/l." The investigation reviewed the reaction kinetics and noted that no patient sample was pipetted and transferred to the cuvette. The investigation determined the event was consistent with a preanalytic issue (incorrect patient sample tube size) at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received a questionable urea/bun (ureal) assay result from one urine patient sample tested on the cobas 8000 c702 module. The initial result using the assay's urine parameter is 1.16 mmol/l. The repeat result using the assay's urine parameter is 66.08 mmol/l. The reporter also submitted a repeat result of 71.26 mmol/l. The repeat result using the assay's blood parameter is 66.76 mmol/l. The reporter stated the initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis alerting them to an issue with the result.

Manufacturer narrative:
The serial number of the cobas 8000 c702 module is (B)(6). The investigation reviewed the initial result's reaction kinetics. The reaction kinetics showed that no patient sample was pipetted and transferred to the cuvette. The investigation is ongoing.